Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found something sticky on the cable assembly and it was unable to be removed, which caused the normal connecting line to not be able to be inserted. As a result the cable assembly was replaced, and the device was then calibrated. (B)(4).

Event description:
It was reported that sensing was poor. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.